Manufacturer narrative:
Film evaluation results are: a review of a pre-implant planning drawing confirmed that the patient had a 5cm max diameter aaa. The proximal neck diameter just below the renals was 17 x 20mm, and 27mm lower the bottom of the neck tapered out to 22 x 24mm. The neck contained calcification and was moderately angulated. The distal aortic diameter was noted as 26 x 28mm. The right common iliac artery was non-tortuous, but was short (24mm length) and ranged in diameter from 10 ¿ 16 ¿ 13mm. The left common iliac was acutely angulated at the take-off (43mm length) and ranged in diameter from 13 ¿ 16 ¿ 13mm. Several still CT slices and 3d recon images were reviewed. The endurant bifurcate was seen positioned just below the renals, and the ipsi limb was placed on the left side and extended within an additional endurant limb into the left iliac. Other manufacturer¿s contra limb was seen implanted into the bifurcate gate, implanted proximally to the flow divider and extended distally into the short right common iliac artery. The images provided all show what appears to be localized contrast outside the anterior side of the contra limb, just below the level of the gate. An 11 second video of transverse CT¿s slices also showed what appeared to be contrast outside the stent graft. Beginning just below the contra gate contrast was seen on the anterior side of the contra limb. Another area of contrast (at 7 second video index) shows a possible type ii endoleak from the ima feeding the sac. Both limbs were patent and no other obvious issues were seen in the films. The exact cause and source of the endoleak could not be determined from these limited films provided. Pre-implant images and films during implant were not available for review, and the complete CT¿s post-implant when the endoleak was identified were also not available. From the images provided there appears to be contrast outside the contra limb just below the gate from a possible type iii separation endoleak. There is 3 stent length overlap into the gate; however, interaction of the other manufacturer¿s limb into the endurant gate is unknown. There also may be a type ii endoleak.

Manufacturer narrative:
(B)(4).

Event description:
An endurant ii stent graft system was implanted in the patient for the endovascular treatment of 49.5mm abdominal aortic aneurysm. It was reported that during post-operative follow up the axial image revealed an unknown endoleak . The physician indicated a possible type iii endoleak as another manufacturer's device was used to join the endurant bifurcation on the contralateral side. The physician indicated that anticoagulant drug medication will be resumed. No clinical sequelae were reported and the patient will continue to be monitored by the physician.